Manufacturer narrative:
Unit received with frozen screen at full segment display, problem isolated at I/b. Unit power up properly during test. No blank display and no constant tone noted. However, unable to verify missing segment due to frozen screen at full segment display. Unit received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, stained end cap sticker and stained address/serial number label.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer¿s blood glucose level was 110mg/dl at the time of the incident. The customer reported that the insulin pump just broke on her, screen went blank making obnoxious beeping sound, not turning on, been giving problems lately. Customer states the display returned during troubleshooting. They were unable to run self test due to black screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.